Event description:
The customer contacted abbott to report, the cell-dyn sapphire hemoglobin syringe utilized on the cell-dyn sapphire hematology analyzer. The customer stated, the analyzer generated "syringe fail to home" error messages. The customer cleaned syringe as a temporary resolution and was advised to replace the syringe. The customer requested replacement syringes. The customer was contacted by abbott as a follow up to determine if the error messages were resolved. The customer stated, the "syringe fail to home" error message had not reoccurred since replacement of the hemoglobin syringe and all quality controls were within assay ranges. The customer discarded the suspected defective syringe. There was no impact to pt mgmt reported by the customer.

Manufacturer narrative:
The cell-dyn sapphire hemoglobin syringe is used on the cell-dyn sapphire analyzer, an automated hematology analyzer. The vendor for the cell-dyn sapphire hemoglobin syringe, list number 08h49-02 provided abbott lab with an improved version of the syringe, which was released for use on 5/8/07. The vendor sent a letter to abbott stating the hemoglobin syringes with a specific mfg code, were assembled with insufficient or inconsistent amount of silicone lubricant applied to the plunger tip. The absence of sufficient lubricant causes premature failure of the syringe, which generated "syringe failed to home" error messages upon installation on the cell-dyn sapphire analyzer or shortly thereafter. In response to the vendor's letter, abbott internal nonconformance was addressed via stock sweeps to segregate non-conforming product in inventory. A world wide quality hold was issued 06/22/07 to remove suspect product from the distribution system and a customer letter was generated to users of the cell-dyn sapphire analyzers. The defective syringes were identified in the customer letter as those packaged and shipped between 05/08/2007 and 06/25/07. A review of abbott's complaint analysis system from jan. 07 to present did not indicate an adverse trend for hemoglobin syringes. As the affected syringes did not meet the vendor's internal lubricant requirements, the vendor provided the following corrective actions: vendor employee retraining for syringe lubricant application was completed on 6/19/07. 100% part inspection of the syringe will be performed and inspection results will be attached to the syringe shipment. Abbott syringe specifications were defined for use by the vendor. Certification documents are attached on every shipment of syringes. This is the final report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by (B)(4) to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by (B)(4) and released for distribution on (B)(4) 2009.